Manufacturer narrative:
H3 analysis of the return recharger revealed a confirmed failure; they confirmed the out of box failure, where the device was not functioning. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a recharger for use with an with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the rep was trying to use the recharger for the first time and it would not respond and the handset will not find the recharger. When the recharger was in the dock the battery lights were incrementing and when removed none of the lights are active. When the caller pressed the power button a single time the recharger did not respond. Tech support (ts) had the caller attempt to reset the recharger but none of the lights on the recharger turned on or blinked. Ts also had the caller put the recharger in the dock and caller indicated that the lights were flashing rapidly unlike how they flash during a normal recharger charging session, and tss suggested that the caller keep the recharger in the dock to see if the system would charger and respond to button presses. The rep was transferred to repair department. This was an out of the box issue and the system was not associated with a patient.